Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The cable from the sensor interface board to the cpu was reconnected to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The cable from the sensor interface board to the cpu was reconnected to resolve the issue.

Event description:
The hospital reported an internal error message that caused a loss of mechanical ventilation. There was no report of patient involvement.